Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that 3 screws fractured during the case. One of them was not mentioned in the complaint, because it fractured as a result of manipulation by the physician.